Event description:
National complaint coordinator (ncc) reports one incident of a blood leak with the psn 140 dialyzer. Incident occurred at the start of treatment and was noted visually in the dialysate. Blood was returned to the patient with no reported blood loss. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention was reported per ncc.